Manufacturer narrative:
H3: product analysis part# g3602537, lot# rm19e010- visual and optical inspection revealed the female hex of the set screw have been damaged. The hex edges have been rounded and stripped. This type of damage is consistent with torsional overload. H6" updated patient code and eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was returned and analysis is yet to begin. A follow-up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a rod for a posterior spinal fixation of c4-t5. It was reported that after placing the crosslink, one set screw stripped at the time of the final tightening. The set screw on the movable side of the reported crosslink stripped during the final tightening (it was the last set screw after the screws at other two places were finally tightened without problems). The counter was not used because there was no counter. Therefore, only the stripped set screw was removed and replaced with a newly opened set screw for use. And then, the final tightening of this set screw was performed with the same driver without any problems. No stripping was found with the driver. The event was associated with a patient. There were no patient symptoms or complications as a result of the event. The implant came in contact with the patient. The pre-op diagnosis was chance fracture of t4. The levels implanted were c4-t5. There was no revision surgery/ delay in overall procedure time/ in-patient hospitalization or prolongation of existing hospitalization / treatment or additional surgery performed as a result of this event. The date of implant and explant was (B)(6) 2020. The device was explanted. No health damage in the patient was reported. The product will not be replaced by a medtronic product. No further complications were reported/ anticipated.